Manufacturer narrative:
The ventilator was evaluated by ventec where the reported issue of it being unable to maintain positive end expiratory pressure (peep would drop below the set threshold) and having low fraction of inspire oxygen (fio2) was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was internal flow transducer.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its fraction of inspire oxygen (fio2) levels were low. There were no reports of patient involvement associated with the reported event.